Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia up to 392 mg/dl after dinner while using an ilet cartridge and observed insulin behind the cartridge plunger consistent with a leak, leading to elevated insulin usage and a cartridge change. Symptoms included high blood glucose without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included alerts for sustained hyperglycemia and temporary back-up therapy with subcutaneous insulin from a pen, after which glucose returned toward range. Investigation included user interview, troubleshooting, and education, along with a request for return of the cartridge for evaluation. Investigation of this case revealed the user reinserted the same cartridge without recurrence and reported no further issues. It was concluded that the event was a device leak associated with the cartridge component that resulted in transient hyperglycemia, and the issue resolved after user intervention and monitoring.